Event description:
Report received of a water bottle that burst causing second degree burns. The consumer sent a letter stating, "consumer is enclosing a medical release form for themselves for a physician who is treating burns/wounds from the defective water bottle consumer used from company. In 2002, used the water bottle on the side of their hip for one or two seconds, consumer held it to their right side, standing up and it burst on their right hip and right arm from wrist to elbow. According to the dr who is treating pt's wounds, consumer has second degree burns with scarring. Consumer continue to see the dr on a weekly basis". Additional info has been requested but is not presently available. Further info will be submitted in a follow-up report.

Event description:
Additional info received. The following treatment was prescribed by the physician: slivedene ointment and vigilon dressing to right buttock vigilon dressing to right forearm keflex 500 mg twice a day x 10 days mederma cream twice a day silicone gel sheeting